Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Complaint was reported in error. No evidence of the eri battery status activation was found during analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status. The memory content of the device was inspected, revealing that the eos status was triggered on (B)(6) 2022, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Evaluation of the device statistics showed evidence that the device was explanted on (B)(6) 2022. Further analysis of the device data and device functionality revealed no indication of a device malfunction. The electrical parameters such as current consumption and battery voltage are inconspicuous. The amount of charge taken from the battery was verified and the battery condition was found to be normal and as expected. In addition, no evidence of the eri battery status activation was found during analysis. In conclusion, the battery condition proved to be normal and as expected. There was no indication of a device malfunction.